Event description:
Pump had charging connection issue and did not begin charging despite multiple attempts with different adapters and cables. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be shipped and instructed the customer on returning the faulty pump with a pre-paid label. The customer acknowledged these instructions and agreed to deplete the pump's battery as advised before returning. Customer continued to use the pump for insulin therapy.